Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the patient was being evaluated for cardiac recovery and it was decided to discontinue lvad support. On (B)(6) 2016, the patient went to the operating room (or) and outflow graft was stapled through a left thoracotomy incision. The driveline was cut off and the pump remains in situ. No further information was provided.

Manufacturer narrative:
The device was stopped and remains inside the patient. No product was returned for evaluation. The report of low speed advisory alarms and pump stoppages were confirmed per the evaluation of the submitted log file. The log file captured several low speed operations and pump stoppages between (B)(4) 2016 to (B)(4) 2016. These events occurred while the system was on the power module. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stoppages, these events appear consistent to a potentially compromised wire in the driveline. However, driveline wire damage could not be confirmed because the product was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, a low speed advisory alarm occurred while the lvad system was connected to the power module. In response to the alarm, the patient connected to battery power and the alarm resolved. The patient was reported to be asymptomatic. On (B)(6) 2016, the patient was seen in the outpatient clinic and system controller interrogation confirmed several low speed advisories and pump stoppage events. Log file analysis completed by the manufacturer¿s technical services representative confirmed the events. X-ray images did not reveal a definitive area of concern. An ungrounded power module patient cable was provided to the patient. On (B)(6) 2016, it was reported that the patient was being evaluated for ventricular recovery. The vad team would notify the manufacturer¿s clinical specialist when a decision was reached and plan determined. No additional information was provided.